Manufacturer narrative:
Physio-control (failure analysis center) further evaluated the customer's device and could not duplicate the error codes. It was observed that the device is able to recognize a shockable rhythm. A root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device illuminated its service led. Upon inspection, physio- control observed that the device logged an error code in its memory that is indicative of a failure which would prevent the device from recognizing a shockable rhythm. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio- control evaluated the customer's device and was unable to verify the reported issue. The customer will be provided with a warranty replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device illuminated its service led. Upon inspection, physio-control observed that the device logged an error code in its memory that is indicative of a failure which would prevent the device from recognizing a shockable rhythm. There was no patient use associated with the reported event.